Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. The reported failure was not confirmed during failure analysis. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, smoke was observed from an unintended location on the instrument. Although no patient harm was reported, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
During a da vinci-assisted surgical procedure, it was reported that there was "poor induction" while utilizing this instrument. The procedure was completed with the same instrument. There was no reported patient harm or injury. There was no report of fragment(s) falling inside the patient. Intuitive surgical, inc. (Isi) followed up with the clinical sales manager (csm) and obtained the following additional information: csm clarified that ¿poor induction¿ meant that the movement of the arm did not follow the doctor's movements. The instrument had allegedly smoked during the case.